Manufacturer narrative:
The investigation of the returned device revealed a partially deployed device. There were no abnormal observations or damage detected and an attempt of device deployment up to and including step 3, with the vessel locator fully deployed was successful, with the vessel locator holding its deployment, the entire distance of thumb advancer/ delivery tube deployment. The results of the investigation did not yield any manufacturing or component defect. Review of the device history record for this lot did not produce any findings that attributed to this incident. A CAPA has been initiated for premature vessel locator wing collapse.

Event description:
It was reported that a trained physician attempted an arteriotomy closure using the starclose device after a diagnostic procedure. The wings collapsed during advancing of the thumb advancer. Hemostasis was achieved with manual compression and no patient injury or effects were reported. No additional information available.